Manufacturer narrative:
H7 - if remedial action initiated: updated. H9 - correction/removal report no: updated. H3/h6: two used device was returned for analysis. The devices were visually inspected; there were no damages or anomalies observed. The cassette was filled with 100ml of water using an ICU medical provided syringe. A leak was observed at area side "b" of the cassette bag seam. This condition was observed for both cassettes. The reported issue was confirmed and the failure mode observed was leakage. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that two cassettes were found leaking during compounding of order. The leaks were detected from the cassette bladder during airing out after addition of hydromorphone and saline. There was no patient involvement or harm.